Manufacturer narrative:
External insulation abrasion was noted at 13.7 ¿ 14.3 cm from the pin consistent with lead friction to the device can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
New information received noted the patient was stable throughout.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. The lead was explanted and replaced. During the same procedure, the patient's implantable cardioverter defibrillator was also explanted and replaced. No further information was provided.